Event description:
It was reported that when patient presented remotely via merlin.net transmission, multiple at/af episodes with noise were observed on both atrial and rv leads, which resulted in oversensing and inhibition of pacing. It was suspected that the noise was to be due to emi. Programming changes were recommended. No further information is available.